Event description:
It was reported from the system longevity study that the patient has "impending erosion" of the patient's implantable cardiac defibrillator (ICD). The ICD was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.